Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00510085. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, mentor became aware that date of explant was (B)(6) 2019 and devices were removed and replaced with mentor gel devices catalog number: 3503501bc; serial number: (B)(4) on the left and with catalog number: 3503501bc; serial number: (B)(4) on the right side. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. Leak test was not performed to avoid compromise the device integrity. No additional anomalies were observed. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture, pain and a double bubble deformity on the right side. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00510085. It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two mentor 375cc memorygel breast implants that both ruptured post-operatively. Additionally, the patient presented with pain and a double bubble deformity on the right side. As a result, the patient had the devices removed and replaced with mentor gel devices catalog number: 3503501bc; serial number: (B)(4) on the left and with catalog number: 3503501bc; serial number: (B)(4) on the right side on (B)(6)2019. This report is for the patient¿s left-sided device.